Event description:
It was reported the physician had a lateral x-ray taken and the lead was turned sideways. The physician had stated the spinal canal was narrow and the lead had not migrated. The physician repositioned the lead on (B)(6) 2013. Follow up identified the system was turned on and the pt received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.